Event description:
Pt was found non-responsive/dead in sub-acute room by staff. Pt was on a ventilator that nurse reported the low pressure/apnea alarm did not activate. A hosp employee told the svc tech who picked up the ventilator that he had checked out the ventilator and found the alarms and the vent working. The svc tech who picked up the ventilator also checked out the ventilator at the hosp before removing it from the hosp and found no problems with the ventilator. However, the svc tech did notice a piece of hosp tape covering the alarm output/speaker, and this was brought to the hosp attention.